Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral intervention procedure. Reportedly, when attempting to removed the proglide device after deployment, the device became stuck and was unable to be removed. The lever was closed and the foot was retracted prior to attempting to remove the device. The patient was taken for cut down surgery and the device was removed. Hemostasis was achieved with surgical suturing.. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.